Event description:
It was reported that during a recanalization procedure via contralateral approach, leak was allegedly found at sixty cm from the tip of the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, it was noted that the distal tip was separated from the outer catheter but still attached to the inner core wire. Also, the catheter was noted to be frayed at the marker band. Therefore, the investigation is confirmed for the identified material separation and material fray issue as the tip of the material was noted to be separated and the catheter was noted to be frayed at the marker band. However, the investigation is inconclusive for the reported leak issue as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported leak, identified material separation and frayed material issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure via contralateral approach, leak was allegedly found at sixty cm from the tip of the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, it was noted that the distal tip was separated from the outer catheter but still attached to the inner core wire. Therefore, the investigation is confirmed for the identified material separation issue. However, the investigation is inconclusive for the reported leak issue as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported leak issue and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 07/2023).